Manufacturer narrative:
One decontaminated sample was received at the cardinal health site. A visual and functional inspection according to product specification was conducted. It was observed that the union part between the valve and the balloon tube is broken. The affected component is produced by an external supplier; our assembly process only consists of a pick and place operation for this material. The root cause and action plan were initiated to the supplier as a corrective action report (scar). A formal corrective/preventative action report (CAPA) has been opened to further investigate this issue.

Event description:
Customer reports: the tube was inserted on (B)(6) 2022 and a broken shaft was discovered on (B)(6) 2023 resulting in loss of feed and meds. Start of peristomal erythema.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for the affected lot was review, showed that manufacturing and inspection product was performed as per applicable procedures and validated process. All inspection results were carried out and were within acceptable criteria as per established sampling plan levels quality procedures. A sample was not returned for evaluation, consequently, it was not possible to evaluate it as part of a comprehensive failure investigation. The root cause and corrective actions could not be identified without a sample to evaluate. The affected component is produced by an external supplier; our assembly process only consists in a pick and place operation for this material. According due to similar cases presented in the past, a formal corrective/preventative action (CAPA) has been opened to document the reported issue.